Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a planed ICD replacement procedure the high voltage b portion of the right ventricular (rv) lead showed a kink and pinched insulation. Physician decided to implant a new lead. The rv remains implanted-out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.